Event description:
It was reported that the patient presented to the emergency room in backup vvi feeling fatigued. The patient's rhythm was 67.5 pulses per minute vvi paced. Due to low battery status, further troubleshooting could not be performed. The device was replaced.

Manufacturer narrative:
Na